Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit will not power on, charge , and the batteries are dead. The no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power up failure and batteries are dead, batteries are not charging. There was no patient involvement. A getinge field service engineer (fse) stated that he didn't visited the site but also stated that customer repaired the unit. There was no further information available. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : customer repaired the unit.

Event description:
N/a